Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
-----

Manufacturer narrative:
The lead was subsequently returned for testing. Resistance testing confirmed all conductive pathways of the returned segments are continuous. Additionally, an x-ray showed no fracture was observed where the extracting stylet resided. Therefore, final testing was unable to confirm the reported clinical observations. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this right ventricular lead was exhibiting elevated threshold and impedance measurements. A revision procedure was performed and a lead fracture was revealed. The lead was explanted and replaced without further incident.